Event description:
The hosp reported that in an endoscopic vein harvesting procedure, the hemopro tissue welder was inserted correctly through the cannula and the coating on the jaw stripped off. The maquet account manager witnessed the procedure so with the replacement device, the nurse inserted the tissue welder with the jaw closed through the port with no issue. The procedure was completed. There was no pt complication reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).